Manufacturer narrative:
A historical data review was performed on the part number which revealed 3 additional complaints. One of which was for a similar complaint event. The risk adfmea was reviewed which identifies the complaint event as a potential failure mode. The adfmea point to potential causes as overstressing. There were no trends identified, capas, or non-conformances for this part number at the time of this investigation. The device was not returned for evaluation; therefore, the root cause is indeterminate.

Event description:
Unable to connect inserter to back of cage (evidence of stripping) concomitant device reported: concorde proti, 5dg,9x12x27 mm (part# 188827412, lot# unknown, quantity unknown ) this complaint involves one (1) device. Further information states: continued until inserter could be engaged in to back of implant. And no further issues.